Event description:
Deflation of left breast implant, followed by lateral removal and replacement with mcghan. Initial use of device.

Event description:
Deflation of left breast implant, followed by lateral removal and replacement with mcghan. Initial use of device.